Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not secured on the universal stand. It was reported that there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the remote service engineer (rse), and the rse confirmed that the device was loose on top of the universal stand. The rse provided the customer with parts ID for repair, and the customer informed the rse that the needed parts would be ordered to resolve the reported issue. The investigation is ongoing.

Manufacturer narrative:
H10: per good faith effort (gfe) response received on 03/17/2023, a field service engineer (fse) has been dispatched onsite for repair. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
It was reported that the field service engineer (fse) was dispatched onsite for repair and confirmed the reported issue. Upon arrival, the fse verified the serial number, received the parts, disassembled the base assembly, reassembled the entire device, replaced the feet, performed electrical safety testing, completed t&v checklist, updated the preventive maintenance (pm) sticker, and returned the device to the biomedical engineer. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17695.